Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient could not feel the stimulation in the targeted pain area. Instead, the patient was feeling stimulation only at the lead site with very high amplitudes. An impedance check revealed high impedance on one contact. X-rays revealed the lead had migrated out of the epidural space. As a result, the lead was reinserted into the epidural space and anchored on (B)(6) 2016. The issue was resolved.